Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system aspiration catheter 6 (cat6) and a non-penumbra guide catheter. During the procedure, the guide catheter was placed in the patient. While introducing the cat6 into the guide catheter, the physician encountered resistance. Therefore, the guide catheter and cat6 were removed from the patient. Upon removal, the physician realized that the cat6 was ovalized. The procedure was completed using an indigo system catrx aspiration catheter (catrx) and a new non-penumbra guide catheter. There was no report of an adverse effect to the patient.